Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer's current blood glucose was 347 mg/dl. It was unknown if the auto mode was active at the time of incident. Customer was having issue with the battery inserting on the insulin pump. Customer decline high blood glucose troubleshooting, as per customer she was more concern with the battery not lasting issue. The insulin pump will not be returned for analysis.